Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16192, 2017865-2020-16193, 2017865-2020-16196. It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6) 2020 with noise over-sensing and low pacing impedance exhibited by all of their leads (atrial, right ventricular, and left ventricular). Implantable cardioverter defibrillator device also showed continuous "episode in progress" due to the noise. Shock therapy was programmed off. Entire system was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.